Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email of issues with lost sensor and high blood glucose levels. The customer states they received sensor alarm on their pump. The customer states they did not wear sensor. The customer was assisted with turning sensor feature off. The customer states their blood glucose level was 428mg/dl. The customer states they treated with pump. The customer declined to troubleshoot the highs. No further assistance required.